Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implantation procedure, the patient experienced blurry distance vision. Clinical reasons being mentioned as other subjective visual disturbances. The iol was explanted and exchanged for a noncompany lens in the secondary implant procedure. Additional information was requested, but no further information was available.